Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating toothbrush broke off in her mouth while brushing. No injury was reported.